Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the complaint history found no indication of a lot-specific product issue. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement (clip settling) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. This complaint was further reviewed by the medical affairs manager and the reviewer stated that ¿from the provided images an faa failure, and reclosure cannot be confirmed. The only thing visible is the worsening of mr between pre and post deployment of the clip, which is something that can commonly occur due to many factors related to valve accommodation after detachment from the cds. Nothing else can be inferred."

Manufacturer narrative:
The clip remains implanted in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip relaxing more than expected after deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip grasped the leaflets and showed an mr reduction to a trace grade (less than 1). The closed clip was visually estimated to be at an angle less than 10 degrees. The establish final arm angle (efaa) step was performed on the clip when it was noted that the clip settled (relaxed) to an approximate 15 degrees. The clip was reclosed and the clip was deployed. Mr was grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.